Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic gastrectomy, it was found that the tissue pad was peeled off. The piece was found and retrieved outside the patient. No pieces were left inside the patient. The device was used on the blood vessels. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.